Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The patient developed peritonitis on an unspecified date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event with symptoms including abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with vancomycin and gentamycin (doses, frequencies, and durations not reported) intraperitoneally for the peritonitis. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this event.